Event description:
Received complaint from cardinal health regarding a navilyst medical convenience kit which is packaged on a cardinal procedure tray. The end user hospital reported to cardinal health of multiple instances of micro-bubbles being observed within the tubing of the fluid delivery set. Navilyst medical has had a clinical specialist contact the hospital and has obtained this additional information: it is only one physician, who performs a limited number of procedures (approx. 10 per month) who is reporting seeing the micro-bubbles within the tubing. It is not being indicated that air is entering from outside the system. No procedures changed out due to this issue. There has been no air injected and/or patient injury. No used devices have been retained.

Manufacturer narrative:
The device history records for the reported packaging and component lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The december 2014 navilyst medical complaint report was reviewed for the convenience kit and fluid delivery set product families and the failure mode "air bubbles noted, " no adverse trends were identified. Without receiving product for evaluation, we are unable to definitively determine the root cause of the reported issue. Communication between navilyst medical and the end user hospital, however, has indicated that the issue may be more related to user technique, than product performance. Inspection of fluid delivery sets includes visual inspection of the devices and bonds, pull testing, and leak testing. ((B)(4)).